Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the fifth occlusion, blood was noticed in the balloon catheter tubing and in the pressure resistant tubing connecting the balloon to manifold along with small air bubbles. The co-pilot valve and all the connections were tight. The health care professional attempted to aspirate all the blood with air from the tubing without resolve. It was decided that the sheath was compromised and it was replaced along with the balloon catheter. As the physician attempted to insert the new catheter into the sheath, there was some resistance and the balloon could not be advanced any further. The balloon was removed from the sheath and the balloon was submerged into saline, inflated, and deflated again. After reinsertion into the sheath,the compatability issue remained. Two additional lesions were able to be performed, however, the case needed to be aborted while the patient was under general anesthesia. The patient was extubated and in good verbal contact. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files showed at least ten applications were performed with catheter 2af284/ 21864 with system notice #50002 ¿the system has detected an electrical component failure¿ on tenth application and also three more injections with 2af284/ 21864 without any issue on the date of the event. There was a clinical issue (aborted under general anesthesia) encountered during the procedure. Visual inspection of balloon catheter 2af284/ 21864 showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for ten applications. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Insertion test was done through test sheath and returned sheath with no issue reproduced. In conclusion, there was a clinical issue (aborted under general anesthesia) encountered during the procedure. The reported issue (blood on catheter, air ingress, compatibility) could not be confirmed through data analysis and were not confirmed for the returned devices. The balloon catheter passed the returned product inspection as per specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.